Event description:
During an atrial flutter atrial fibrillation procedure, an error message stating that the catheter was expired appeared when the catheter was plugged into the tactics quartz and the precision link. The error message was closed, and the se cable of the catheter was plugged in a different port of the precision link, and the message did not reappear. The procedure was completed with no patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-06/09/2022-003-r.

Manufacturer narrative:
Fsca number: 3005334138-06/09/2022-003-r. The reported event of an expired catheter error message was confirmed. The device was programmed incorrectly during manufacturing, consistent with the catheter being recognized as an expired/invalid product and with the reported event.